Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5077014) on 14-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("excruciating pain") in a female patient who had essure (batch no. 796894) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and paroxetine hydrochloride (paxil). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("felt coil on left side end of uterus almost poking through"). At the time of the report, the pelvic pain and device expulsion outcome was unknown. The reporter considered device expulsion and pelvic pain to be related to essure. The reporter commented: injuries (required intervention) was mentioned but not specified and /or assigned to one of the events. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5077014) on 14-may-2018. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("excruciating pain") in a female patient who had essure (batch no. 796894) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and paroxetine hydrochloride (paxil). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and medical device discomfort ("felt coil on left side end of uterus almost poking through"). At the time of the report, the pelvic pain and medical device discomfort outcome was unknown. The reporter considered medical device discomfort and pelvic pain to be related to essure. The reporter commented: injuries (required intervention) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.